Event description:
ICU patient's oxygen saturation dropped. Patient had a pneumothorax and needed chest tube. The md emergently attempted to place chest tube. When using the thal quick chest tube tray, the obturator and needle stuck together. The health care providers needed to open another kit to complete the chest tube placement.